Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-06410. It was reported that patient has pain with the scs system. As a result, patient is considering their scs system explanted. Surgical intervention may be undertaken at a later date to address the issue.